Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a broken waveguide. Functional testing found that the troubleshooting identified the broken waveguide was due it being excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. It was reported that the dissector did not activate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during myomectomy, after 30-60 minutes into the case, the dissector would not activate. Three red light pulses sounded and after battery was changed it did not fixed the issue. A new dissector was tried with the same generator and it turned green for 2 minutes and then turned red with 3 pulses. The battery was changed and it did not fixed the issue. The dissectors did not come in contact to any metal instruments. The dissector did not break and the dissector's waveguide was not reported to be broken or had fallen during case. The procedure was completed by using a different device. The batteries were not tested with another dissector and generator. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a broken waveguide. The broken piece was not returned.

Event description:
It was reported that, during myomectomy, after 30-60 minutes into the case, the dissector would not activate. Three red light pulses sounded and after battery was changed it did not fix the issue. A new dissector was tried with the same generator and it turned green for 2 minutes and then turned red with 3 pulses. The battery was changed and it did not fix the issue. The dissectors did not come in contact to any metal instruments. The dissector did not break. The procedure was completed by using a different device. The batteries were not tested with another dissector and generator. There was no patient injury. Medtronic's initial evaluation of the incident device found that the dissector had a broken waveguide. The broken piece was not returned.

Manufacturer narrative:
D10 concomitant product: scg7ab, sonicision 7 generator b scg7ab (serial# (B)(6)); scba, battery scba (serial#unknown); scba, battery scba (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.